Event description:
It was reported that a patient presented with under-sensing and over-sensing of noise noted on the right atrial lead. The over-sensing resulted in inappropriate automatic mode switch. Corrective programming changes were made. No adverse patient consequences were reported.